Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon revised the polyethylene liner and femoral head for a howmedica pca hip due to superior polyethylene wear. It was noted during surgery that the femoral head had completely worn through the liner directly superior. No issues during the case.